Event description:
It was reported the device was replaced, due to battery depletion. The device was sent back to the MFR for analysis as "battery became low unusually soon". No symptoms or outcome were reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.